Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 4 MDR's filed for the same patient (reference 3002806535-2016-00902, 00903, 009804, 00905).

Event description:
Patient was revised 13 days post-implantation due to luxation. No further information is available.